Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they kept seeing the 'reposition antenna' screen on the recharger. They mentioned that the patient has another recharger that was working as expected. They repositioned the antenna over the implant before calling, but they continued to get the same screen. Agent had the caller examine the recharger antenna and they confirmed it appeared to be in good condition, noting that they "ordered these not long ago." They confirmed the recharger antenna connection was not loose, and the recharger was not dropped. They pressed the green button on the recharger to refresh the charging session, then they saw the normal implant charging screen with the coupling bars. They are able to charge the implant without interruption for the remainder of the call. The troubleshooting steps that were taken on the call resolved the issue. Additional info received from patient that the same issue of poor coupling continued. Agent emailed repair to send replacement recharger antenna. Additional info received from patient that they received the re placement recharger antenna however appear to have the same issue. Caller confirmed that serial number of recharger which matched what was documented in call summary. Caller did check the connection of the antenna cord at the top and verified it was securely plugged in. With instruction caller connected to the left ins and said that battery is 3/4 full and then stopped the charge and placed the same recharger on the right ins and said that didn't connect however after slight reposition did receive the charge screen however said no boxes are shaded. Patient adjusted the dial and did get two bars shaded. When asked, caller said typically gets about 4 bars on average. When asked, caller said that looks like one of the implants the top edge is tilted forward more than the bottom. Reviewed how that might potentially affect charge connection and reviewed repositioning recommendations. Caller said typically since they have two rechargers, is recharging both implants at the same time and stated many times has charged implants when didn't have any of the boxes shaded. Caller said will continue to recharge implants and said that one finished. Caller also said that patient had one ins replaced not too long ago and then will be due to replace the other side in the near future. Caller said patient doesn't have another appointment scheduled at this time, that was directed to contact physician when notices any changes to implant. When asked, caller said that patient does not have a patient programmer. Agent explained that when the ins battery reaches eri, that they would notice that has to recharge more frequently even though no programming changes were made and that would be the time to contact patient's physician. Additional info received from patient's rep that they continue to experience coupling and charge efficiency difficulties and would like to try a replacement recharger. Reviewed information about wireless recharger transition process and emailed field staff regarding request. Patient's rep called to state the recharger will not find the device even when attempting to move it slightly. Additionally, the patient will try to turn the dial, however it still will not find the implant. Caller states the patient recently "had both replaced", in reference to the antenna and insr. Caller states the recharger will sometimes turn off too. Agent sent request to the patient's rep to request a transition from an insr to wr.